Event description:
The site reports the event was not related to the enb procedure.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax following a superdimension procedure, right vats, and rll wedge resection. No intervention was required. If additional information pertinent to the incident is obtained a follow-up report will be submitted.